Manufacturer narrative:
Investigation results: visual investigation: the tube sets have been analysed visually. To check the tube sets and the condition of assembly, all packages have been opened. The complained failure pattern by the customer could be confirmed. 13 tubes out of the 43 were assembled incorrectly. The hose connections was interchanged and assembled the wrong way onto the so called pump segment fixing holder. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that two similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results, the root cause of the reported issue can be traced back to a manufacturing-related failure. Specifically, it is assumed that the tube sets are partially assembled incorrectly. Based upon the investigations results a psc was initiated - any actions regarding CAPA will be adressed with this additional inspection.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ga395su - elan 4 electro disposable tube set. According to the complaint description, the connections were interchanged at the inlet nipple of the hose to be inserted into the pump. This happened before application. There was no described patient harm. Additional information was not provided nor available / was not available. The adverse event / malfunction is filed under aag reference (B)(4).